Event description:
It was reported that pump battery depleted too quickly, however customer continued to use pump. There was no reported impact to the customer¿s blood glucose level. Customer confirmed no activities that would normally cause faster battery use, and technical support confirmed high battery depletion in system logs, arranged replacement pump.